Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, decreased defibrillation impedance was observed on the right ventricular (rv) lead. The suspected cause of the event was due to insulation damage, although not confirmed. The device was reprogrammed to deactivate the lead and resolve the event. The patient was stable.